Event description:
The customer reported that a patient's sample was initially tested as d positive in (B) (6) 2008 (gel card lot # 012308037-18). The patient was recently re-typed in (B) (6) 2008 as d negative using the same lot of gel cards. The customer confirmed in tube method that the sample was weak d positive. A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.

Manufacturer narrative:
Testing performed on the provue (using a/b/d monoclonal grouping card lot number 121707053-09 as well as manually (using mts a/b/d reverse grouping card lot number 030808037-26) and also manually with the retained gel cards (lot number 012308037-18 resulted in a 2+ reaction in the anti-d microtube. The customer tested the patient sample by the traditional tube method (anti-d manufacturer not provided) and reported observing a 1-2+ reaction at the weak d ahg phase of testing. The customer confirmed the patient to be weak d positive. No definite root cause was determined for the negative results obtained in (B) (6) 2008 with the patient's sample. The IFU indicates that the mts monoclonal anti-d gel card may not detect very weak expressions of the d antigen. (B) (4).